Manufacturer narrative:
Device is a combination product. A promus premier ous mr 38 x 3.00mm stent delivery system was returned for analysis. An examination of the crimped stent identified proximal stent damage with stent struts lifted. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. An examination of the shaft polymer extrusion found no issues. An examination of the tip identified tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27-may-2020. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. Following pre-dilation, a 38 x 3.00 promus premier drug-eluting stent was advanced but resistance was encountered while tracking down to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported. However, returned device analysis revealed stent damage.